Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 261 mg/dl. Customer was treated with insulin pump and manual injection. Customer was alleging insulin pump for under delivering because of active insulin. Customer was not using auto mode. Customer declined to check air bubbles and leak. Customer stated that the insulin pump had hardware loew level failure alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.